Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. Enclosed please find defect photo. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture outside the packaging were received for analysis. The product code tpw20 is double armed. During the visual inspection of the sample, the swage and attachment area did not meet expectations. This condition caused the suture to be separated from the needle. The ends of the suture was examined and the insertion mark could not be observed. In addition, a photo was provided showing, one needle, a suture and one folder packet inside the plastic bag. An overwrap packet corresponding to product code tpw20 was also observed. Based on the information currently available, an incorrect swage defect was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.